Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported to olympus that the lamp on the evis exera iii xenon light source went out during examination for several weeks on and off for an unknown number of occurrences. The subject device was inspected prior to use, and no abnormalities were noted. The procedure was completed using the spare lamp on the same device. There were no reports of patient harm associated with this event. This report, patient identifier c22468232, is related to reports with patient identifiers (B)(6) and (B)(6).